Event description:
Allegedly the plate broke and a new plate was placed. The investigation gave evidence that the plate had been implanted in the pt for a period of time long enough to allow bone growth formation to adhere to the first plate.